Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient who had a history of fall was having charging problem. It was either the patient's ipg was not taking a charge or was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient who had a history of fall was having charging problem. It was either the patient's ipg was not taking a charge or was not holding a charge. The patient will undergo an ipg replacement procedure.